Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a missing sensor wire was reported. The sensor was inserted into the abdomen on (B)(6) 2018. The patient's father stated upon removal of the sensor wire, he did not find the sensor wire protruding from the base of the sensor. On 08/01/2018, the patient's father provided 2 x-ray images from (B)(6) 2018 that showed the sensor wire retained in the patient's abdomen. The patient's father stated that the patient was scheduled to have the sensor wire surgically removed on (B)(6) 2018; however, further contact was made with the patient's father on 08/10/2018 and he stated that they did not have the surgery and would consider removing the sensor wire if it causes the patient discomfort. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No additional event or patient information is available.